Manufacturer narrative:
Product not returned.

Event description:
It was reported that pacing lead impedance issue was observed. The physician capped and replaced the right ventricular lead. No further information is available.